Event description:
It was reported that the pump is in need of repair for a "cracked bite seal" discovered on preventive maintenance. There was no patient involvement.

Manufacturer narrative:
Investigation summary: cadd solis pca pump sn:(B)(6) was received from the customer item # 21-2111-0300-02 with serial # (B)(6) was received in the service center. Visual test was performed - found damaged dso seal. Functional test couldn't be fully performed due to a custom security code. Ehl was downloaded and inspected. Pump was tested for flow accuracy and passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Root cause not identified as no problem was reported. Repair summary: dso seal replacement.